Manufacturer narrative:
The device was returned to abbott for analysis and showed no telemetry issues after being interrogated with multiple merlin programmers. Device testing revealed normal characteristics at nominal settings with and without load. Both output and sensitivity were measured and found to be within specification. The device passed temperature cycle and vibration tests with no anomalies. The contact spring and set screw were removed for visual inspection, indicating no anomalies. The complaint was unable to be confirmed and no device anomalies were noted.

Manufacturer narrative:
(B)(4).

Event description:
During implant procedure after connecting the device to the lead and placing in the pocket, the device was unable to be interrogated. Several unsuccessful attempts, the device was removed and replaced with another device. The patient is in stable condition following the procedure.